Event description:
It was reported that the patient presented remotely via merlin.net. The transmissions showed that the right atrial lead exhibited noise oversensing, resulting in pacing inhibition and episodes of inappropriate mode switching. Programming changes were made. There were no patient consequences.